Manufacturer narrative:
(B)(4). The customer reported the device discarded. The lot # was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Device #1 and #3 perclose proglide, part# 12673-03, lot # 90033-6h indicated are being filed under separate medwatch MDR numbers.

Event description:
Device #2 issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, with a guide wire present in the access site, as the suture was advanced to the artery with the knot pusher, the suture broke. The suture was removed and a second and third proglide device were attempted with the same results. Hemostasis was achieved with surgical closure. There were no reported adverse patient sequelae. No additional information was provided.